Manufacturer narrative:
Retainer ring=black customer complained on (B)(6) 2021 pump alarmed pump error 23 and does not rewind. Device passed displacement test, self test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Unit successfully downloaded to thumps. No rewind anomaly or pump error 23 alarms noted during test. Verified pump alarmed pump error 23 on (B)(6) 2021 18:32:45.000 in pump downloaded history. Pump error 23 was triggered due to the pump alarming pump error 49 on (B)(6) 2021 18:23:30.000 and pump error 68 on (B)(6) 2021 18:32:05.000 due to corrupted history file. The electronic assemblies and motor assemblies were inspected and no anomalies noted. Motor was tested outside of the device and passed. Device passed displacement test. The following were noted during visual inspection: scratched case and pillowing keypad overlay. The p-cap/reservoir does lock properly. Device passed functional testing. No rewind anomaly or pump error 23 alarms noted during test. Verified pump alarmed pump error 23 on (B)(6) 2021 18:32:45.000 in pump downloaded history. Pump error 23 was triggered due to the insulin pump alarming pump error 49 on (B)(6) 2021 18:23:30.000 and pump error 68 on (B)(6) 2021 18:32:05.000 due to corrupted history file. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer was not able to rewind the insulin pump. Insulin pump had received post-reset ram crc alarm. Customer was able to clear the alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.